Manufacturer narrative:
Patient city: (B)(6) patient country: belgium request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in the belgium it was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The patient reported that the infusion set catheter came loose during the night. No further information available.